Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
Rv lead dislodgement and capture thresholds 8v at .4 ms were reported. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis. The helix is extremely stretched, most likely from explanting without retracting. Cannot determine when the distal coil in the connector became distorted. Further testing revealed several conductors blood/body fluid (not obstructed), blood in/on helix/lobe mechanism (sleeve head), distal conductor distorted, outer tubing kinked/buckled, outer insulation breached cut, and helix/lobe distorted/bent.